Manufacturer narrative:
A keyboard printed circuit board (pcb) was returned to covidien/ medtronic¿s product analysis. A visual inspection of the returned c omponent was performed and the left hand side of the keyboard was torn and damage. The returned component was installed into a test ventilator for analysis; no errors were recorded in the diagnostic logs. An investigation was performed and the product analysis technician reported that the root cause was isolated to customer mishandling. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the 840 ventilator had a keyboard issue. The ventilator was not on a patient at the time of the event. The service engineer inspected the device and replaced the keyboard to correct the issue. The unit passed all testing and operates within the manufacturing specifications.